Event description:
Allegedly fracture occurred through the base of the neck of the implant.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is completed. This is the same event as 1043534-2010-00067. This event occurred in (B) (6).